Event description:
It was reported via phone call that the insulin pump received a no delivery alarm. The insulin pump was also exposed to moisture, and had a blank display. Customer's blood glucose level was unknown. Most recent blood glucose level 205mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents and off no power test. However, moisture damage was noted on the electronics assembly. No blank display was noted. The insulin pump was received with a broken belt clip slot, cracked reservoir tube, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and a stained end cpa sticker.